Manufacturer narrative:
Spent (empty) staple strips were found in all three (3) returned microcutter 30 white reloads indicating that all cartridges had contained staples. No staple jam or non-deployed staples were found in the three (3) returned reloads and all staples were deployed. No abnormality was found with the returned stapler. The lock-out mechanism on the returned stapler was tested and was confirmed to be working properly. Note: per the design of the stapler's lock-out mechanism, the microcutter 5/80 stapler will not clamp without a compatible, un-deployed microcutter 30 reload loaded into the stapler, and without the wedge of the compatible reload positioned all the way at the proximal end. If the stapler is not clamped, the stapler knife will not advance, thus preventing the tissue from being cut. Functional testing was conducted using a demonstration microcutter 30 reload. When loaded with the demonstration microcutter 30 reload and fired on test material, the staples deployed and formed properly.

Event description:
During an open right hemihepatectomy the microcutter 5/80 stapler was used to deploy staples from two microcutter 30 reloads without incident. A third reload was used to transect the right portal vein in close proximity to where the vessel bifurcates from the portal vein. The vessel was transected with the stapler but it was reported that staples were not present resulting in an estimated blood loss of 600 ml. The bleeding was controlled by suturing and the operation was completed. At the end of the surgery, insufficient flow was noted in the left portal vein and a re-anastomosis of the left portal vein was completed, which resulted in sufficient flow in the left portal vein. In the post-operative period, the patient was reported to develop retrograde thrombus in the portal vein and had surgery to relieve the portal vein narrowing. The patient experienced a second post-operative incidence of thrombus and subsequently expired.